Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
"Encapsulation baker grade IV" and inflammation were reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphadenopathy. (B)(6).

Event description:
Healthcare professional reported "a moderate amount of peri-implant fluid" and "lymph nodes are generally small and nonspecific, some of larger volume" on right side, device has been explanted.